Event description:
The caller alleged a variance between inratio inr results. The patient self tester's warfarin dose was changed as noted below: (B)(6) inratio= 5.7; took 7.5 mg that night. (B)(6) took 11 mg. (B)(6) inratio=4.1; 3.5 mg that night. (B)(6) inratio=1.1; 7.5 mg that night. (B)(6) inratio=1.3; continued with 7.5 mg until the (B)(6). (B)(6) inratio=2.7; no changes. Patient self tester tests monthly and her previous result was on (B)(6) inratio=2.1, no dosage changes were made. No concern with this result. Patient self tester's therapeutic range: 2.0-3.0. Patient self tester stated that the sample was not applied immediately after fingerstick.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. Although improper technique and changes in warfarin dosage was identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.